Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the patient called and was having burning/warming in the ins pocket. She was in the emergency room. She was not in the process of charging when the pocket began to get hot. The patient stated that her device was not responding to the programmer. She had removed the battery from the programmer and replaced it the night before to try to reset her programmer. She stated it had been working properly but she had dropped the programmer on the ground the night before. That was when it stopped responding. Her programmer and ins were charged. However, her programmer was unable to connect to her device. The manufacturer representative (rep) was able to connect with their tablet and turned the stimulation off. Impedance on 0 and 1 electrode. The rep then disconnected and removed the battery from her programmer for 30 seconds reinserted the battery and tried to connect to her ins. Was unable to connect due to no device found. The rep removed the battery again for over a minute and reinserted it, and was able to connect to the device. The patient requested stimulation remain off for now. The patient called later that evening, stated the burning and heat were gone. The rep walked the patient through the pairing process and was able to successfully pair her programmer and ins. She is scheduled to come to the clinic on 06/28/22 for reprogramming and reevaluation of the issue.